Event description:
The drain broke upon attempted removal. Another part of it was left in patient's body. Surgeon arranged operation for taking it out.

Manufacturer narrative:
Unfortunately, the customer sample was not available for evaluation. The device history record (DHR) was reviewed in order to determine possible causes for the incident reported. It revealed that all operators were performed as per established procedures. The minimum tensile strength specification for the tubing is 750 psi. The DHR of this tubing demonstrated tensile strength results of a minimum of 964 psi in testing performed. The minimum pull test specification in the perforated area is 3.0 lb. The DHR demonstrated pull test results of a minimum of 6.6 lb in testing performed. Inspection records for the raw material used to extrude the tubing were reviewed and indicate that all test results are within specification limits, including tensile and tear tests. The lot number reported was manufactured in june 2008. While this analysis cannot conclusively determine the cause for failure, the data reviewed do not lead us to believe that there was an inherent weakness in the material itself. Wound drains will perform as intended as long as they are used according to the instructions for use (IFU): "drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally and externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor trends.